Manufacturer narrative:
Additional, changed, and/or corrected data: d6a (clarify d6a - partial implant date provided as (B)(6) 2015).

Event description:
Patient reported "deflation". Healthcare professional confirmed deflation. This record is for the right side. Device was explanted and replaced.

Event description:
Patient reported "deflation". Healthcare professional confirmed deflation. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as unidentified (tear) opening and three openings assessed as surgical damage. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Healthcare professional confirmed deflation. This record is for the right side. Device was explanted and replaced.